Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of a 54mm abdominal aortic aneurysm. It was reported on the 1 month follow-up CT it was discovered that there was segmental compression of the left iliac limb, beginning at the level of the flow divider and extending to the proximal left iliac artery. No cause of the event was provided. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1616c124e, serial/lot #: (B)(4), ubd: 26-aug-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the segmental compression of the left stent limb graft was confirmed on the films provided; however, the reported ischemia and occlusion could not be confirmed. Complete CT¿s at the time of the occlusion event were not provided. It is likely that implanting within the small caliber and significantly calcified distal aorta may have led to the compression of the left limb by the right limb. It is possible that this compressed limb may have led to the reported ischemia and limb occlusion. The pre-existing vessel thrombus and patient's history of iliac stenosis could have also been a contributory factor in this event. Patient conditions, e.g. Poor distal runoff, an unknown coagulopathy or a previous history of pad can also be a factor in the occurrence of occlusions, but this could not be confirmed. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. B5; additional information received ; as per the physician the cause of the compression of the left limb was a result of the challenging anatomy rather than poor device selection or placement. The patient requested treatment to be delayed until over 5 weeks post the follow-up visit at which time the patient returned to the or for a thrombectomy and re-line of the compressed limb. Although the patient did not complain of ischemia, it was discovered during the procedure that the iliac limb had completely thrombosed in the interim between the follow-up scan to the patients returning to the or for intervention. The physician was able to pass a wire and catheter through the thrombosed limb, and the decision was made to provide thrombolytic treatment for the limb overnight. The patient then returned to the or the following day. The physician performed an angiogram which showed the left limb to be fully patent, so the physician proceeded to reline compressed left them with an endurant iliac limb, etlw1616c124e. This device was placed prox imately at the bifurcation of the existing endurant bifurcated stent graft, and extended distally through the left common iliac stent graft to a point safely just proximal to the iliac bifurcation. Bilateral balloons were then deployed in a ¿kissing balloon¿ fashion beginning at the bifurcated stent graft flow divider and sequentially moving distally through the distal aorta and extending out into the distal extents of the common iliac stent grafts. The final angiogram was performed, showing adequate flow had been restored bilaterally through the iliac stent grafts. The patient was discharged without incident. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.